Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the site was getting c-01 message with an activation interrupted. The error appeared when using monopolar energy. Intuitive technical service engineer (tse) viewed logs and confirmed error. Rebooting the integrated electrosurgical unit (iesu) did not work. Moving energy cord from the bottom monopolar port to the top was working, but that energy was not being used as frequently. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe for multiple errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The unit was placed on an in-house system and was run in normal mode. The error was reproduced. The complaint was confirmed based on the field evaluation and failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.